Event description:
Caller updated time and personal profile settings due to a discrepancy in pump time. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time and advised monitoring for future discrepancies, which the caller understood and acknowledged.